Event description:
Balloon would not unwrap or inflate. There was no evidence of pinhole or leakage in the balloon, it was noted that it is simply would not inflate no matter how much pressure was applied. The balloon was removed with no loss of wire position, and the procedure was successfully completed with a second opta pro. There was no report of pt injury. The product has been returned for eval and testing. However, the engineering eval has not been completed.